Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. This was noticed on day of report when pt attempted to bolus for lunch. Pt has used this infusion device for a couple of years and boluses 4-5 times per day. Down button pops up after being pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.